Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a PICC line inserted on the (B)(6) 2019. After insertion the patient experienced issues with the PICC line leaking. Upon removal on the (B)(6) 2019 a hole was observed at around the 3cm marking.

Event description:
It was reported that the patient had a PICC line inserted on the (B)(6) 2019. After insertion the patient experienced issues with the PICC line leaking. Upon removal on the (B)(6) 2019 a hole was observed at around the 3cm marking.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed, and the cause appears to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter just proximal to the 3 cm depth marker. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split, and the cross-section of the catheter was found to be slightly elliptical near the observed split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recw0621 showed no other similar product complaint(s) from this lot number.